Manufacturer narrative:
The reported event not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Although a definitive root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure and has to be classified as user-customer-user error. It has been experienced from previous cases that a deformed clamping flap [and the resulting reduced target accuracy] may occur when item is sterilized under loaded conditions. Nevertheless, it should have been noticed during simulation of pre-operative check. Based on the fact, that nothing was reported after the last usage in a surgical procedure and furthermore, at the time of interference check in the current case the root cause is rather related to an inadequate handling during the surgical procedure, which is supported by the event description "the drill and drill sleeve might have been bent or displaced due to excessive force¿. In case of any discrepancies in guidance it should have been noticed during time of check which is required per IFU/ operative technique. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened.

Event description:
As reported: "when using the most distal locking screw. The screw was inserted after the drill, but the screw hole was oboeed. I tried to fix it again using a drill or k wire, but I couldn't fix it, and the most distal screw was not used, and the distal lateral stop screw was fixed with one."

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported: "when using the most distal locking screw. The screw was inserted after the drill, but the screw hole was oboeed. I tried to fix it again using a drill or k wire, but I couldn't fix it, and the most distal screw was not used, and the distal lateral stop screw was fixed with one."